Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this phenomenon was attributed to the stress during use, the external factor and/or the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that a scope communication error b30 occurred and the electric contact part of the video connector of the subject device was dirty. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.